Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported "rupture", "cyst due to rupture", "arm pain" and "inflammation". Healthcare professional later reported "rupture", "pain" and "anechoic fluid collection and serous fluid around the implant". This record is for the right side. Device remains implanted.